Event description:
It was reported that a bd nano ultra-fine pen needles were not working, and the insulin does not flow through during injection.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd¿ nano ultra-fine pen needles were not working, and the insulin does not flow through during injection.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ nano ultra-fine pen needles were not working, and the insulin does not flow through during injection.